Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had air bubbles in reservoir of tiny size. Customer experienced high blood glucose of 397mg/dl which was treated with insulin pump. Customer had alert for cannot find sensor signal. Customer also had blood at site. Products will not be return for analysis.